Manufacturer narrative:
The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise, as well as, oversensing associated with the right ventricular lead. Concomitant products: 5076-52, implanted: (B)(6) 2008.

Event description:
It was reported that there was high thresholds, short v-v intervals, and an episode of non-sustained ventricular tachycardia that appears to be noise. A right ventricular (rv) lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.